Event description:
Consumer states a tampon came apart during removal and pieces remained inside her. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trends analysis. Consumer had not returned unused product for eval at the time of this report.